Event description:
In 2001, the patient received an imx bhcg result of 996 miu/ml. Two days later, the patient was drawn again and received an imx bhcg result of 770 miu/ml. The physician suspected the patient might be miscarrying and had the patient return for further evaluation. Another bhcg was drawn with a result of 12223 miu/ml. The patient's sample from two days later was also repeated with a value of 2124 miu/ml.